Event description:
(B)(4). It was reported that the tip broke off in the patient during the procedure. The tip was retrieved using grasping forceps through the placed scope. There was no reported injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a supplemental follow up report will be mailed.